Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings: the pump's black box showed one call service 064 alarm on (B)(6) 2017 at 06:22. Followed by four call service 064 alarms on (B)(6) 2017 at 12:36, 12:41, 12:46 and 12:52; deliveries never resumed. The pump completed the rewind, load and prime steps with no alarms or warnings. The pump completed a 24 hour duration test win no call service alarms duplicated. The total daily doses add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a call service (cs 064) issue. The reporter stated that the patient had a blood glucose (bg) of 516mg/dl with stomach ache. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was noted that the call service issue occurred at the prime step. This report is being made due to the bg excursion the patient experienced due to an alleged call service issue.